Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qcbdsgb0 lot number, and no non-conformances related to the reported complaint condition were identified component code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Patients spinal fascia was being closed as normal way. When did the issue occurred? Pre-op or intra-op? Issue occured intraoperative, when closing the fascia. What is the procedure date & event day? (B)(6). Also some needles have broke in similar situations before in two weeks time period. Did the surgery was completed successfully? Yes. What was used to complete the procedure? New same kind of a suture was taken into use vicryl uclx 2-0 suture. Did the patient suffer from any consequence due to the issue (breakage needle)? No. Patient had to go to x-ray in order to remove the broken needle. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed during the initial procedure? Was the x-ray performed in the operating room during the procedure? Or did the patient have to leave the operating room to have the x-ray performed and then returned to the operating room to have the needle piece removed? Was there any tissue damage as a result of the removal of the needle piece? Was additional dissection required in other organs/tissues other than the target tissue in order to remove the needle piece? Were there any adverse patient consequences? In the additional information, it was stated ¿also some needles have broke in similar situations before in two weeks time period¿. How many other patient events with needle breakage occurred during the 2 week time period? Were these other broken needles reported to ethicon? If yes, please provide pc numbers. If no, please create pcs for each patient. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a spinal procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke when closing the fascia. The patient had an xray to remove the broken piece. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.